Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement and resistance during removal of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+, and tricuspid regurgitation (tr) with a grade of 4++. First, the mitral valve was treated. Three clips were implanted reducing the mr to 1+. Next, the tricuspid valve was treated. The steerable guide catheter (sgc) and cds were advanced. After the cds exited the sgc, some a-knob was applied; however, the cds was not responding correctly and it was believed that the devices were not keyed correctly. The cds was retracted, but resistance was seen/felt with the clip entering into the sgc. Multiple attempts were made, but the clip could not be retracted into the sgc. Further integration revealed that the clip was actually closed on the eustachian valve [inferior vena cava] and was preventing its removal. The clip was re-opened in the right atrium and then closed again. The clip was then able to be retracted into the guide. The cds was removed and replaced. Two clips were implanted on the tricuspid valve, reducing the tr to 2-3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip nt instructions for use (IFU) states: the mitraclip nt system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The IFU also states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated the reported use of the mitraclip device on the tricuspid valve is considered an off-label use of the device. In addition, the mis-keying of the devices during clip delivery system (cds) insertion resulted in the sleeve steering issue. The user technique/procedural conditions contributed to the reported difficult to remove, as the clip was inadvertently closed on the eustachian valve, resulting in the difficulty removing the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.